Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Siemens is evaluating the event.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on the original system. The customer also drew a new sample and was processed on the original system. Both the repeat and newly drawn sample results recovered the same and were higher than the initial result and matched the patient¿s history. Both repeat and newly drawn sample results considered correct and newly drawn sample result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00131 on 14-aug-2025. Additional information(10-sep-2025): siemens reviewed the instrument data and observed that quality control (qc) results were within the range, air and liquid values of standard a (std a) and standard b (std b) were within the normal range, calibration and dilution check correction factor were within the acceptable range, dilution check was passed with bottle values and standard deviation (sd) of analytes within normal range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse, performed integrated multisensor technology (imt) system clean, flossed rotary valve and tower, replaced all (imt) tubing, rotary valve seal, pump tubing, and sensor. The cse observed that the rotary valve air inlet was occluded, and the port waste valve was not opening to the drain port during one repetition of priming fluids. The cse performed super conditioning with new sensor, and dilution check which recovered acceptably. The customer ran precision tests 10 times, which recovered acceptably. Further, the cse replaced flush pump due to poor delivery rate of flush solution, imt port due to random failure to open/close port valve when aligning and priming imt fluids. The cse also indicated that there was evidence of overflow/leakage around the port and ran super conditioned. The customer ran quality control (qc), which recovered acceptably. Siemens evaluated the event and concluded that the malfunctioned flush pump and imt port valve and flow issue through imt potentially contributed to the falsely depressed na result. The component code, investigation findings and investigation conclusions codes in section h6 were updated to reflect additional information. The instrument is performing according to specifications. No further evaluation of this device is required.